Manufacturer narrative:
Concomitant medical products: a2dr01 ipg implanted (B)(6) 2016.

Event description:
It was reported that during an unrelated pocket revision the right ventricular (rv) lead was tested and found to no longer be capturing. High thresholds and high impedance while the device was outside of the pocket were noted. An insulation breach just below the lead pin was indicated. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.